Event description:
It was reported that, "measured for 60mm screw. Picked a 60mm screw out of tray, went to put on screwdriver and the screwdriver did not fit into the head of the screw."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.